Manufacturer narrative:
The user reported of being hospitalized from (B)(6) 2025 to (B)(6) 2025 due a non-st-elevation myocardial infarction (nstemi). This adverse event was not related to the use of eversense continuous glucose monitoring system.

Event description:
Senseonics was made aware of an incident where user reported of being hospitalized from (B)(6) 2025 to (B)(6) 2025 due a non-st-elevation myocardial infarction (nstemi). This adverse event was not related to the use of eversense continuous glucose monitoring system.